Event description:
It was reported that patient's system controller was intermittently alarming, per phone conversation. The alarm was heard over the phone. They reported they woke up and it just started without any provocation. The alarm indicated that the white power cord of system controller was disconnected, and it was not. Both power cables were connected to the mobile power unit (mpu). The patient was instructed to disconnect the white power cable from the mpu and connect it to a fully charged battery, but the alarm continued. They then replaced the black power cable with a fully charge battery. There was not any change in the alarm pattern. The system controller's yellow light was illuminated near the white power cable indicating the white power cable was malfunctioning. The patient lived greater than 1 hour from the cedar crest hospital and did not have a transportation. The patient called emergency medical services (ems) for support while the patient exchanged the controller. The system controller was ultimately exchanged by the patient. It went perfectly well. The patient had no symptoms during the exchange. Alarms abated and the faulty controller was put to sleep. A new system controller was given to the patient as a backup. The patient used the bridge rectifier (br) while connected to the mpu. No further alarms occurred. No visible damage was seen on the faulty controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect and low voltage alarms on the heartmate 3 system controller (serial number: (B)(6)) was confirmed via evaluation of the returned controller as well as submitted log files. The controller was connected to a mock circulatory loop. Power cable disconnect alarms activated on the white power cable despite both power cables being connected. The system controller black power cable was disconnected and a red battery alarm associated with a low voltage alarm activated. The system controller was disassembled for further analysis. It was found that the white power cable was not fully seated in the internal connection point. The power cable was reseated, and the controller was reconnected to the mock loop, and the alarms resolved. The system controller was able to operate the mock circulatory loop for an extended period without issue or alarm. No further power cable disconnect and low voltage alarms were reproduced during testing. A review of the downloaded controller event log revealed the following. Throughout the log file, multiple atypical intermittent low voltage and power cable disconnect alarms on the white power cable were active throughout the reviewed duration. These alarms were associated with white relative state of charge (rsoc) invalid faults which activates due to the rsoc on dropping below alarming threshold. On 02nov2024 at 09:57:39, driveline disconnect, and associated alarms are active consistent with the reported controller exchange. There were no other notable alarms active in the log file. The pump was able to maintain speeds above the lsl when the driveline was connected. Provided information indicated that exchanging the controller resolved the issue. The root cause of the reported event was determined to be due to the white power cable not being fully seated in its connector. A manufacturing analysis task was completed to further investigate this issue. The system controller manufacturing procedure was updated to include instructions and visual aids to inspect that the black and white battery cable connectors were properly seated, and an awareness training was performed for operators. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including power cable disconnect and low voltage alarms. And the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.